Manufacturer narrative:
G2: the country of origin is brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins "failed operational performance." The observed data on the equipment was "not compatible" with the information presented in the programming report. The patient needed to recharge the device in a shorter period of time (three days), and the patient came to the office with the device completely discharged. Additionally, the charging time displayed in the programming report did not match the time actually observed during use of the system. Heating of the device during the charging process also was reported. It was unknown if surgical intervention was needed to prevent a permanent impairment of a function, unknown if the event led to or extended patient hospitalization, and unknown if there was any injury as a result of the event.

Event description:
It was noted that a replacement ins was required.

Manufacturer narrative:
Correction: sections b1, b2, b5, h1, and the imf coding have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.